Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose of 364 mg/dl that later decreased to 310 mg/dl with a slight downward trend; the user denied symptoms and elected to allow the ilet algorithm to correct while planning to shower. Symptoms included insufficient information to characterize clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that there were no findings available regarding a device problem and there was insufficient information about any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.